Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the warning for low impedance was triggered on right atrial (ra) lead and on right ventricular (rv) lead. Both leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. No further patient complications have been reported as a result of this event.